Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results over a period of time for multiple assays from four cobas 8000 core units. Refer to the attachment to the medwatch for all patient data. The units of measure were not provided. The erroneous results were not reported outside the laboratory. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested, but were not provided. A pre-analytic issue was suspected. Refer to the medwatch patient identifiers (B)(6) for the four analyzers involved.

Manufacturer narrative:
The customer has had no further issues since (B)(6) 2017.

Manufacturer narrative:
Photographs of the samples in the sample cups on board the analyzer were provided. A film was observed on the top of multiple samples.

Manufacturer narrative:
During an on-site investigation, it was determined that the root cause was poor sample quality in the primary tubes. The cobas 8000 was confirmed to be operating within specification.

Manufacturer narrative:
During the service visit on the cobas 8000 e 801 module serial number (B)(4) used with the cobs 8000 core unit, the field service engineer (fse) found the wash station was misadjusted, the sipper nozzle was misaligned, the main pumper pressure was high, and the gear pump pressure was high. The fse performed all of the necessary adjustments. The fse determined the system was in good condition.